Event description:
Purchased blood testing strips (ihealth brand). One of the two vials is contaminated with what appears to be termite fecal pellets. The two vials came in a factory sealed box which was unopened until I opened it. The tampering likely occurred at the factory and does not appear to be accidental. I have tried to contact the MFR but no answer at their toll free number and their website appears to be inactive.